Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this implantable pacemaker was having lightheadedness and syncopal episodes. It was noted the patient was subsequently at the hospital having an iron infusion. An x-ray was performed; however, the results were unknown. No additional adverse patient effects were reported. The device remains in service.